Manufacturer narrative:
Per tandem¿s t:slim user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels at 300 mg/dl and close to 400 mg/dl and it was addressed with manual injections. Reportedly, the customer mentioned that they disconnected the luer lock connection and did not prime the tubing out afterwards. During troubleshooting with tandem's technical support on (B)(6) 2016, it was noted that there were air bubbles in the tubing. The customer primed the air bubbles out. Also, it was noted that the customer changed the cartridge every 3 days using humalog insulin.